Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. Philips field service engineer (fse) confirmed inop alarm air valve liftoff failure, code 1012 in the device history log. Resolution and disposition: fse replaced sensor printed circuit board to address error #1012 in log. Unit passed all performance tests and is ready to be returned to clinical use.

Event description:
Customer reported vent inoperable. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 07mar2019. The sensor board was returned to philips for investigation. The board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.